Event description:
As reported by the user facility: reports after starting IV with introcan safety IV catheter, while cleaning up supplies, nurse was stuck with the needle. The safety feature on the needle had slid down and exposed the used tip.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample or lot number a thorough investigation could not be performed. The facility report did indicate that the incident occurred while the nurse was cleaning up supplies. It is possible that the needle clip was somehow manipulated and exposed the needle tip during the clean-up activity, resulting in the needle stick injury. However, no definitive conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.